Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2015 with blood glucose of 467 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized for twelve days. Customer was wearing insulin pump at the time of hospitalization. Customer believes that high blood glucose may have been due to site not working.